Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced a high blood glucose (bg) level over 500 mg/dl. A correction bolus was delivered to address bg level. Customer reverted to manual injections for insulin therapy.